Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the primitive iliac artery in crossover. The 7.0x100 mm absolute pro stent did not deploy correctly. The thumb wheel stopped after 2 turns and only 3 cm of the stent was deployed. It was attempted to remove the stent and delivery system, but the system was stuck in the introducer sheath and the stent separated. Part of the stent was removed, and the remaining part of the stent was secured to the vessel wall with additional metal stents. The stent is partially at the common iliac and partially in the external iliac. There was no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) analysis was performed on the returned device. The reported deployment issue and jammed thumbwheel was confirmed. The difficulty removing and stent separation was unable to be confirmed due to the condition of the returned unit, as the stent was already fully deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints for this lot. The investigation was unable to determine a definitive cause for the difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy preventing the shaft lumens from moving freely. The noted tears/cracks in the retractable sheath (outer member) of the returned unit are consistent with the shaft being bent causing stress to the material while attempting to rotate the thumbwheel against resistance. However, this could not be definitively confirmed. The reported difficulty removing, and stent separation likely occurred as the partially expanded stent caught on the introducer sheath during removal. The additional treatment to secure the separated portion of the stent to the vessel wall was related to procedural circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.